Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.

Event description:
The initial reporter stated the product was in use with a pt who has been on remodulin therapy since (B)(6) 2010. According to reporter, the pump alarmed a failure. The pt could not successfully restart her pump. Per the reporter, the pt presented to the emergency room for continuation of her infusion until a replacement pump could be secured. Pt was without remodulin for approx 6 hours treatment with no ill effect.